Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015". Patient outcome: it is alleged that "[pt] further suffered extreme pain and suffering and emotional distress over the filter being unable to be removed".

Event description:
Per a CT scan performed on (B)(6) 2018 it is stated, " inferior vena cava filter in place appears well-positioned with normal axis relative to the vena cava. Minimal protusion of distal struts up to 2.5mm with no impingement on adjacent structures. Small inferior vena cava 1.2 cm diameter at the level of the filter tip, with accessory venous channels presenting suggesting inferior vena cava occlusion or at minimum significant flow compromise ".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Investigation: the following allegations have been investigated: ivc occlusion. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to retrieve, circulation problems, rapid heart rate, dizziness, back/chest pain, limited activity'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported circulation problems, rapid heart rate, dizziness, back/chest pain, limited activity, extreme pain/suffering, and emotional distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event and product problem to product problem the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 11/01/2017 as follows: patient received an implant on (B)(6) 2015 via the left common femoral vein due to deep vein thrombosis . Patient is alleging that the device is unable to be retrieved. Patient alleges circulation problems., rapid heart rate, dizziness, back and chest pain and limited physical activities due to the device. No documentation regarding attempted retrieval was provided.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Relevant tests/lab data added. Product lot #e3237627 added. The event is currently under investigation. A supplemental report will be provided upon conclusion.